Event description:
It was reported that the pulse generator exhibited backup vvi mode. A software download was successful the second time it was attempted, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.